Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced dizziness. During interrogation post-hospital admission, episodic no capture was noted in the emergency room. The right ventricular (rv) lead exhibited bipolar impedance greater than 3,000 ohms and unipolar impedance ranging from 300 to greater than 3,000 ohms. Noise was noted in unipolar sensing with inappropriate inhibition, and intermittent non-capture was observed at 8v @ 1.0 milliseconds (ms). There was a suspected fracture of the rv lead. The device was programmed to doo and later capped and replaced. No further patient complications have been reported as a result of this event.